Event description:
Six containers of defective diascan strips found. Four of which belonged to insulin dependent diabetics. Monitor pads placed on the plastic strip backwards causing incorrect readings. Resident showed 227. Supplier notified. Strips/machine taken out of use immediately. New strips and machine obtained. This seriously compromised the health, wellbeing of resident. As resident's condition is serious and was receiving insulin per sliding scale orders. Techniques maintained all controls within normal limits. Both pads turned blue during testdevice not labeled for single use. Patient medical status prior to event: critical condition. There was multiple patient involvement. Number of patients involved: 6.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, other, inherent risk of procedure, patient's condition - predisposed event. Conclusion: device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.